Event description:
One male patient with discrepant troponin t results. Initial result 0.064 ng/ml. The same sample was repeated on the same analyzer, resulting at <0.010 ng/ml. Initial result not reported. The field service representative was unable to determine the cause of the discrepancy. Performance tests were performed which were within specification.